Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery with moderate calcification and moderate tortuosity. The balance middleweight universal ii guide wire was used with a non-abbott buddy wire and there was resistance noted during advancement with the guiding catheter. After an unspecified stent was implanted the non-abbott wire was removed. When removing the bmw universal ii guide wire, it was noted the wire was separated and the pieces were inside the guiding catheter. The whole system was removed. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the non-abbott buddy wire and the guiding catheter and/or the guide wire and guiding catheter were not coaxially aligned/not inserted straight resulted in the reported difficult to advance. Interaction/manipulation of the device ultimately resulted in the reported material separation. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.